Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon called technical support to report that the image was inverted. Prior to calling, customer rebooted the system; however, the issue persisted. At the time of the call, the customer had powered down the system intending to convert. A technical support engineer (tse) reviewed the system event logs but could not see any related errors. The tse advised to check the camera gears and the customer stated that they can hear a slight grinding noise. The tse advised to use a backup endoscope which resolved the reported problem. After experiencing a 15 to 30 minute delay the procedure was completing as planned the tse advised to return the endoscope and sterile adapter (sa) for analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the endoscope moved with non-intuitive movements.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to use a backup 30° endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that the endoscope presented an inverted image. An inverted image control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.